Event description:
It was reported that the arterial sheath tip broke off during the initial tcar procedure, requiring additional surgical intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure that took place on (B)(6) 2024. During the procedure, the black marker tip of the arterial sheath of the nps broke off within the patient. The physician stated that he must have clamped the tip of the sheath, resulting in the separation. Further, it was noted that there was some fraying or unraveling of the spring like structure on the outside of the sheath. Per the physician, post-procedure imaging was unable to visualize the black tip of the sheath within the patient. On (B)(6) 2025, it was reported that the patient suffered from recurrent stenosis of prior left tcar. Examination of computed tomography (CT) images from (B)(6) 2025 revealed what appeared to be the arterial sheath tip of the nps embolized within the stent. It was suspected that the embolus within the stent could be recurrent restenosis and calcification. As a result of the embolus, the patient underwent a bypass surgery on (B)(6) 2025. As the stent was not explanted, there was no way to conclusively determine whether the arterial sheath tip remained within the implanted stent.

Manufacturer narrative:
Initial details of this event were previously reported by silk road medical under MDR report number 3014526664-2024-00082. Silk road medical was acquired by boston scientific. Further information regarding follow-up to this event was reported to boston scientific, which is contained in this report. A2 - age at time of event: the patient was 68 years old at the time of the initial tcar procedure. We are unable to provide the complete unique identifier (UDI) # at this time. Further investigation is in progress to obtain the complete UDI #. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields : h6 - evaluation method codes, evaluation conclusion codes. Initial details of this event were previously reported by silk road medical under MDR report number 3014526664-2024-00082. Silk road medical was acquired by boston scientific. Further information regarding follow-up to this event was reported to boston scientific, which is contained in this report. A2 - age at time of event: the patient was 68 years old at the time of the initial tcar procedure. We are unable to provide the complete unique identifier (UDI) # at this time. Further investigation is in progress to obtain the complete UDI #. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the arterial sheath tip broke off during the initial tcar procedure, requiring additional surgical intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure that took place on (B)(6) 2024. During the procedure, the black marker tip of the arterial sheath of the nps broke off within the patient. The physician stated that he must have clamped the tip of the sheath, resulting in the separation. Further, it was noted that there was some fraying or unraveling of the spring like structure on the outside of the sheath. Per the physician, post-procedure imaging was unable to visualize the black tip of the sheath within the patient. On (B)(6) 2025, it was reported that the patient suffered from recurrent stenosis of prior left tcar. Examination of CT images from (B)(6) 2025 revealed what appeared to be the arterial sheath tip embolized within the stent. It was suspected that the embolus within the stent could be recurrent restenosis and calcification. As a result of the embolus, the patient underwent a bypass surgery on (B)(6) 2025. As the stent was not explanted, there was no way to conclusively determine whether the arterial sheath tip remained within the implanted stent.